Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited intermittent left ventricular (lv) lead oversensing. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and this cardiac resynchronization therapy defibrillator (crt-d) has been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited intermittent left ventricular (lv) lead oversensing. This crt-d system remains in service. No adverse patient effects were reported.